Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The distal tip was broken off and missing when received. The broken and missing distal tip was approximately 3.7cm long. The broken distal tip appeared not brittle. No image appeared in the system due to electrical open at distal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on additional information received on 21 march 2014. It was reported that during an intravascular ultrasound (ivus) procedure, there was no image. The target lesion was located in the mid left anterior descending artery, with a length of 30 mm and a vessel diameter of 3.0 mm. There was a 70% stenosis, mildly tortuous and mildly calcified with a bend of <45 degrees. The lesion was not predicated and when the physician attempted to use the ivus catheter there was no image. Another of the same device was used to complete the procedure. The patient status is listed as stable. Information was received that indicated that the tip of the catheter is missing exposing the imaging core.

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that during an intravascular ultrasound (ivus) procedure, there was no image. The target lesion was located in the mid left anterior descending artery, with a length of 30 mm and a vessel diameter of 3.0 mm. There was a 70% stenosis, mildly tortuous and mildly calcified with a bend of <45 degrees. The lesion was not predicated and when the physician attempted to use the ivus catheter there was no image. Another of the same device was used to complete the procedure. The patient status is listed as stable. Information was received that indicated that the tip of the catheter is missing exposing the imaging core.